Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the devices at issue, and excessive levels of chromium and cobalt in his blood. Update 04 feb 2020 - as per the operative report; 'he presented to the emergency room 2 days ago with a dissociation of the femoral head from the femoral trunnion' and 'the femoral head was grossly loose and there was severe trunnion wear.'

Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating," cannot confirm event, need additional information; primary operative reports, clinical and past medical history, serial dated x-rays and examination of explanted components." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient was revised due to excessive level of chromium and cobalt in his blood. Also it was noted that the head was disassociated from the trunnion. The available medical records were provided to consulting clinician for a review which was deemed insufficient to confirm the event. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the devices at issue, and excessive levels of chromium and cobalt in his blood.